Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) found that auxiliary drawer 3-1 was responding but was not displaying any pockets. The drawer was opened, and the row board cable was reseated along with the controller board cable. The drawer was then tested in diagnostics, and the customer successfully inventoried items in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a drawer failed and displayed a message indicating that maintenance was required. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.